Event description:
It was stated that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 329 mg/dl. The caller stated that the health care professional wanted the insulin pump to be programmed with new settings. Referred the caller to the customer's diabetes educator. No troubleshooting was performed as the insulin pump was not available during the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.